Event description:
It was reported that the patient underwent a right knee arthroplasty on an unknown date. Subsequently, the patient was revised for an unknown reason.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
(B)(4). After further evaluation, it was determined that the incorrect part number was used for the maxim bearing. Therefore, please disregard the part number. It remains an unknown maxim bearing as is now reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: series a patella standard; catalog#: 184768; lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03140, 0001825034-2018-04139. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of x-rays noted there was no hardware failure, loosening, radiolucency, acute fracture of dislocation present. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.